Manufacturer narrative:
(B)(4). Date of initial report: 12/04/2015. Date of first follow-up: 12/07/2015. Date of second follow-up: 01/13/2016. Date of third follow-up: 02/19/2016. One used ls1020 device was received for evaluation. Visual inspection found that the blade was bent and had signs of being forced back within the jaws, causing the blade to fracture. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint. Knife bending and damage occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. Blade jamming can also be caused when the knife is deployed and the jaws are not fully closed. The instructions-for-use included with this product warns not to deploy the cutter on clips, staples and other metal objects, as well as to ensure the jaws are fully closed before cutting.

Manufacturer narrative:
(B)(4). Date of initial report: 12/04/2015. Date of follow-up: 12/07/2015. Date of second follow-up: 01/13/2016. The incident device has been received and is under evaluation. Questions have also been extended to the customer regarding the location of the missing piece of the device. When the device evaluation is complete or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Examination of the returned device found that a piece of the blade had broken off and was not returned. Questions have been extended to the site regarding location of the missing piece.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handle and trigger of the device could not be activated to open the device. The physician had to manually force the device to open.

Manufacturer narrative:
(B)(4). Date of follow up: 12/07/2015 information provided in initial report incorrect, the incident sample has not been returned. All other information verified as correct.